Event description:
Reportedly, during a scheduled follow-up performed on (B)(6) 2014, the physician detected that the device reached recommended replacement time. The device has been replaced on (B)(6) 2014. Since the device did nearly not pace and only one shock has been applied by the device, the reached longevity is suspected to be much too short. The device will be returned for analysis.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, during a scheduled follow-up performed on (B)(6) 2014, the physician detected that the device reached recommended replacement time. The device has been replaced on (B)(6) 2014. Since the device did nearly not pace and only one shock has been applied by the device, the reached longevity is suspected to be much too short. The device will be returned for analysis.